Event description:
It was reported that the product kinked during removal from package. The product was not clinically used. Damage was noted on the returned microcatheter at 110 cm from the hub.

Manufacturer narrative:
Complaint was for a kinked catheter upon removal of pouch. Fal reports damage on mc and that damage appears to have occurred during removal of pouch under microscopic examination there is possibly a coating bubble. This would not have occurred during removal from pouch. One non-sterile prowler 14 was received inside of a plastic bag. Unit was received with several compressions along the tip. Also, it had damage at 110 cm from hub. No other visual anomalies were noted. The inner and outer diameters of the tip were measured and they were found within specification. Manufacturing records for lot 13039093 were reviewed and results indicate that product met quality requirements for product acceptance. The analysis reports states: "unit was reviewed under magnification and appears to have been damaged (kinked) during manufacturing due to the following. Stretching due to handling will cause inner and outer member stretching as well as stretching of te coil itself. In this case only the outer member of the microcatheter was stretched and fractured. The potential causes of this defect are damage during mandrel removal and fusing. Cause of the damaged microcatheter appears to be manufacturing related. Cordis will be monitoring this issue.